Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.0/112 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim # (B)(4).